Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: 3016119728. While the reported sion blue guide wire is currently marketed in the us under the model number ahw14r104s, the subject model is marketed some areas outside the us under the model number ah14r104sr. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported sion blue guide wire was returned for investigation. The outer coil of the returned sion blue guide wire was found elongated for approximately 120mm distal to the distal mid solder (set at 20mm proximal to the wire tip to fix the outer coil onto the inner coil). The ball tip was found at the most distal end of the elongated outer coil. A trace of solder of the most distal end of the inner coil was found at approximately 12mm distal to the distal mid solder. The core wire and twist wire were found fractured at approximately 13mm distal to the location where the solder trace of the inner coil was observed. The outer coil was unwound to expose the core wire and twist wire for observation of the distal core fracture end. The core wire and twist wire were screwed together and fractured at approximately 7mm from the distal end. Observation by scanning electron microscope (sem) found a relatively flat fracture surface and a trace of twisting of the core wire likely caused by accumulated torsion. Measurement of the returned sion blue guide wire including the outer coil, inner coil, core wire, and twist wire fracture end it was concluded that the entire guide wire was returned based on the measurement of the outer coil, inner coil, core wire, and twist wire of the returned sion blue guide wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with guide wire manipulation might have been locally applied on the distal segment of the sion blue guide wire while the distal segment of the guide wire was deformed in a knuckle-like shape, causing the core wire and twist wire to be screwed together and fractured. As stress generated during the removal attempts was locally applied while the distal segment of the guide wire had been caught by the lesion conditions, the outer coil was elongated. Although it was concluded that the reported event was not attribute to the product quality, it was concluded that possibility would not be completely ruled out that the wire fragment would be left in situ should the same event recur. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] separation of the guide wire, removal difficulty of guide wire.

Event description:
It was reported that an asahi sion blue guide wire was advanced after an unspecified jr guiding catheter was engaged during a percutaneous coronary intervention (pci) with the use of a drug coated balloon (dcb) to treat an in-stent restenosis in the segments #2-3 and the atrioventricular nodal branch of the right coronary artery (rca). Due to lack of backup support, the guide wire was kicked back. As the sion blue guide wire was kept advanced, the guide wire was deformed in a knuckle-like shape. Although some resistance was met, the knuckle-like shaped sion blue guide wire was advanced followed by an asahi caravel mc microcatheter. As the guide wire stopped advancing at segment #4av, the guide wire was pulled back for guide wire exchange but met resistance. With a sense of drawing out, the physician decided to observe the segment under x-ray. The distal segment of the guide wire was seen left in the distal side. Having doubted coil fracture, the physician held the sion blue guide wire with the caravel mc microcatheter to successfully pulling out the guide wire as a system, without fracture. The procedure was successfully completed. There were no additional treatments performed for the reported event. It was informed that there were no adverse patient effects due to the reported event.